Event description:
Patient reported breast has hardened and changed shape and pain. Subsequently, patient reported capsular contracture - baker grade IV. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported breast has hardened and changed shape and pain. Subsequently, patient reported capsular contracture - baker grade IV. Device remains implanted. This relates to the left side

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases, deformation, particles, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side breast has hardened and changed shape and pain. Subsequently, patient reported capsular contracture baker grade IV. Patient undergone capsulectomy. The device has been explanted and replaced with non-abbvie device.

Event description:
Device has been explanted.